Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported leaking pcea tubing. The nurse was concerned about patient safety as the tubing for the epidural was leaking. Although requested, additional information has not been provided. This file is for encinitas.